Manufacturer narrative:
Lot 16n028 was manufactured december 14, 2016 ¿ december 15, 2016. One device was returned for evaluation. Visual inspection via the naked eye noted the bladder was ruptured. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist observed a ruptured bladder during filling of drug at the hospital. There was no patient involvement. No additional information is available.